Manufacturer narrative:
Multiple attempts to obtain additional information regarding this event were not successful. The pump was not returned for evaluation. No prior events for this patient were reported throughout almost two years on lvad support. A correlation between the device and the reported cerebral bleeding could not be determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI)# : device was manufactured prior to UDI labeling implementation. Approximate age of device: 1 year and 11 months. The event occurred at (B)(6) university (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to cerebral bleeding. No further information was available.